Event description:
It was reported that on (B)(6) 2010, the patient presented with hnp, spondylolisthesis, spinal and foraminal stenosis and ddd at l4-5 and l5-s1, gait disturbance, and scoliosis. The patient underwent plif on the right at l4-5 and l5-s1 using sextant posterior instrumentation, capstone interbody cages, local autograft, and rhbmp-2/acs. Locally harvested cancellous autologous bone and bmp were placed in the anterior aspect of the disc space. The capstone interbody devices were filled with autologous bone only. There were no noted complications. Two months after surgery, the patient ¿was traumatically battered by her 180 pound dog and as a result¿ sustained traumatic disruption of the fracture and breaking of the screws at s1 and non-union¿¿ on (B)(6) 2012, the patient presented with traumatic disruption of fusion l4-5 and l5-s1 and fracture of left s1 pedicle screw, loosening of right s1 pedicle screw, gait disturbance, spinal radiculopathy, scoliosis, neurogenic claudication, osteopenia, and traumatic instability of l3-4. The patient underwent hardware removal bilateral s1 screws and right l4 screw, insertion of pedicle screws bilateral s1 right l4 and bilateral l3, posterolateral fusion at l3-4, l4-5, and l5-s1 bilateral, kyphoplasty augmentation bilateral s1, tlif l3-l4, and bone biopsy s1. Capstone, posterior instrumentation, autologous cancellous bone, and rhbmp-2/acs were used. There were no noted complications. The patient¿s post-operative periods were marked by complications which included the need for additional surgery, medical treatment, extreme pain, nerve damage, nerve impingement, and severe exuberant, ectopic bone formation.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
Add'l info: (B)(6).

Event description:
It was reported that on: (B)(6) 2010: patient presented with following pre-op diagnoses: 1) herniated nucleus pulposus l4-5 and l5-s1. 2) spondylolisthesis l4-5 and l5-s1. 3) spinal stenosis and foraminal stenosis l4-5 and l5-s1. 4) degenerative joint disk disease l4-5 and l5-s1. 5) spinal curve lumbar spine. 6) gait disturbance lumbar spine. 7) scoliosis lumbar spine. Procedure: 1) lntraoperative biplanar fluoroscopy. 2) local harvesting cancellous autologous bone 3) transforaminal posterior interbody fusion right l4-5, right l5-s1. 4) pedicle instrumentation l4, l5, and s1 bilateral. 5) posterior inter-transverse process fusion l4, l5, and s1. 6) cage instrumentation l4-5, l5-s1. Per-op: a pak needle was inserted into the medullary canal of the right l4-5 and s1 pedicle and the left l4-5 and s1 pedicle followed by a steinman pin through each pak needle. The pak needles were then removed and followed by a 5.5 pedicle tap after the steinman pin had been over drilled with a 4.5 cannulated drill point. A steinman pin was placed through the wound engaging the right l5-s1 facet and the right l4-5 facet followed by sequentially enlarging cannulas to an operative cannula of 26 mm. These were then directed anteriorly to the posterior aspect of the transverse process at l4-5 and ala of the sacrum of which and onto which decortication, onlay bone graft, and bone morphogenic protein was placed for a posterior inter-transverse process fusion. Once interdiscal distraction was achieved at l5-s1 and l4-5 and held with contralateral rod screw construct, then decortication of the endplates at l5-s1 and l4-5 was made. Irrigation of each disk space was achieved. Insertion of locally harvested cancellous autologous bone and bone morphogenic protein in the anterior aspect of the disk space at l5-s1 and l4-5 was made followed by a cage implant filled with the patient's own cancellous autologous bone only at l5-s1 and l4-5.